Event description:
A pt had a second surgery to remove an intraocular lens that had the incorrect power. The pt was examined with the iol master wherein her axial length was measured. Thereafter, the user entered an incorrect mean value of the pt's axial length into the calculation sheet for the surgeon. As a result, the calculation of the power of the intraocular lens was incorrect.

Manufacturer narrative:
(B)(4) submitted a letter to (B)(4) indicating that (B)(4) rec'd a report from a doctor in (B)(6) informing them that a pt's lens had to be explanted. The report indicated that the "pt is ok." Based upon the investigation into the pt's records, the axial length measurement from the iol master was not used in the calculation of the intraocular lens. The user entered an incorrect axial length mean value. The incorrect value was used to calculate the lens. The actual device involved in the incident was not evaluated as the investigation of the records revealed that the issue was caused by user error as the user entered an incorrect value of the pt's axial length into the calculation sheet for the surgeon.